Manufacturer narrative:
The reported events were high pacing threshold, extra cardiac stimulation and guidewire could not be removed. A complete lead was returned in one piece with the guidewire stuck inside the lead. The reported event of guidewire could not be removed was confirmed while the reported event of high pacing threshold was not confirmed. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe guidewire coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event of guidewire could not be removed was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. Electrical tests and x-ray examination did not find any indication of conductor fractures. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported that the patient presented to the hospital experiencing a phrenic nerve stimulation during the implant procedure. The left ventricular (lv) lead exhibited high threshold measurements and had failed to advance in guidewire. The lv lead was removed and replaced. The patient was in stable condition.